Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that the video converter component required a replacement. The technician replaced the video converter component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hv1000 integration system was flickering. No report of injury.